Manufacturer narrative:
Philips service replaced the defective monitor and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to power up due to short circuit in data monitor on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.